Event description:
Customer reported via phone, the sensor was giving inaccurate reading and triggering the threshold suspend feature on the insulin pump. Customer blood glucose was 139 mg/dl and sensor reading was in the 50 mg/dl range. Customer was advised sensor readings and meter reading will be close but rarely match due to how glucose travels in the body. Customer stated when he pulled out the sensor he noticed the cannulas were bent. Customer was advised how to and when to calibrated the sensor to ensure accurate readings. Customer is not returning the sensor for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.